Event description:
Approximately 4 months post gore excluder bifurcated endoprosthesis procedure, this pt presented with abdominal pain, back pain, chills and nausea. CT images suggested a contained pseudo-aneurysm, secondary to abdominal aortic aneurysm rupture, as well as a type ii endoleak. However, upon open exploratory surgery the dr discovered no rupture, but instead a small puss-filled pocket in the left anterior lateral portion of the aneurysm sac. This pocket was found to have clear communication with the aneurysm wall, shown in the disintegration with the aneurysm wall. For this reason, the device was explanted and replaced with a surgical vascular graft. It should be noted, the gore excluder bifurcated endoprosthesis was not surrounded by puss, the dr found the device to be well positioned with no endoleak present. The pt tolerated the procedure well without complications.